Manufacturer narrative:
(B)(4). Evaluation summary: the stent delivery system (sds) was returned for evaluation. Stent dislodgement was confirmed. Based on a visual/dimensional analysis inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint handling database revealed no other incidents for stent dislodgement prior to use reported from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during device preparation and prior to use the 2.50 x 23 mm xience xpedition stent delivery system (sds) yellow protective sheath was removed and the stent implant became dislodged. The device was not used. There was no patient involvement. There was no reported clinically significant delay in the procedure. No additional information was provided.